Manufacturer narrative:
(B)(4).

Event description:
The patient's friend/family reported that they experienced a loss or change of therapy. The patient's rectum did not close and he was having leakage. This occurred in (B)(6) 2016. They would like to check if therapy was on. The patient had several falls in 2015 and one fall on (B)(6) 2016. The patient did not feel stimulation. The patient used the patient programmer to confirm therapy was on. It was set on program 2 at 3.4 volts. They increased stimulation to 3.9 volts and the patient was feeling a tingling sensation. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No cause was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.